Event description:
A medtronic representative reported the software exited three times during a cranial surgery. The first crash occurred when building a 3-d model; clicked on the head and then 'retain selection' and exited out of the software. The second crash was in 'navigate task'; opened up the settings screen to select the views, trajectory 1 and 2; hit set, software exited. The third exit was in the navigate task and tired to change a view to axial and the software exited. Re-booted and system was running again. The surgeon completed the procedure with the use of the stealthstation s7 system. There was no impact on the patient outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.